Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device was exhibiting noise and oversensing, similar to a 20 hz frequency. Additionally, a lead safety switch was noted due to high out of range right ventricular pacing impedances. The physician elected to surgically intervene at which time a device-lead connection issue was confirmed. The device was replaced and no further issues reported. The associated right ventricular lead was a non-boston scientific product and the explanted device is expected to be returned for laboratory analysis. No adverse patient effects have been reported.